Event description:
It was reported that a patient underwent a novasure procedure in (B)(6) 2021, which was successfully completed. However, after the procedure, the patient came back to the hospital as she was suffering neurological discomforts. The patient visited a neurologist which said it could be related to the novasure procedure. No additional information.